Event description:
Information was received indicating that a patient intentionally tried to withdraw additional drug from a smiths medical cadd-solis pump by clicking the pca dose button and utilizing a syringe through a secondary line. Additional information was received indicating that the drug being infused was hydromorphone 0.2mg/ml and that the patient was successful in diverting approximately 6ml of the drug. It was reported that there was no injury, no medical intervention and no additional treatment needed.